Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. When open the package, the drains were adhered to each other, so it was peeled off the adhesion part and used. There was a leak from the drain after use. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: -a leak was found during the surgery, and the procedure was completed during the surgery. -there is no problem with the patient's condition. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? What is the lot number? Unk. ? When was the leakage issue noticed intra-op? Unk. ? Was the new drain placed surgically during a second procedure? Unk. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.